Event description:
Info received indicates the brake casters are not locking at the foot end of the stretcher when the brake is engaged.

Manufacturer narrative:
The tech found the hex screw broke off the hex rod, causing the hex rod to slide out of the caster assembly. He replaced the screw and hex rod to repair the stretcher.